Event description:
New information states that the patient was not seen in clinic and no intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non- sustained right ventricular oversensing due to post sensed t wave oversensing. The patient was not reported to be symptomatic. Premature ventricular contractions occurred at the same rate as the programmed base rate. Programming changes were discussed.